Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon receiving the device, the aic alarm optical sensor failure/controller failure was displayed. The aic was replaced with another controller and the same alarm happened. The impella was replaced with a new impella device successfully.

Manufacturer narrative:
Section d5 operator of device: health professional added d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.